Event description:
(B)(4). Initially after placement in 2008 I experienced mild cramping and light bleeding that went away. I went in for 3 month verification of success checkup and things were still a little achy but not too bad. Within the next 2/3 months, my periods changed from 3 days of light bleeding to 7/10 days of very heavy and extremely painful ones. It was like labor pains as my uterus was contracting every 3/5 minutes for the entire first 36 hours of my period every month. I had never experienced pain as such outside of actual childbirth having my three children. Multiple trips to ob/gyn and the ER I was prescribed narcotics without being told what the problem was and a few times told that it was pid though all tests were negative and I had not been sexually active since months prior to the placement of the essure a year prior. In 2010, I eventually said enough is enough and scheduled an appointment to discuss the essure possibly causing all the pain since there were no previous issues prior to placement. At that appointment I was told I had endometriosis with without tests, laparoscopic confirmation, or history of endometriosis. I was then told I had to either chose a total hysterectomy or try hormone therapy to treat the pain. I chose the hormone therapy as I was (B)(6) never married and did not feel as though a total hysterectomy was warranted or should have been deemed my only option. While on the hormone therapy, I went from (B)(6) lbs to an excess of (B)(6) lbs in about 3 months. I was deeply depressed and utterly disguised with my appearance and my body, excerise and dieting did nothing to help. Being on active duty, I even failed the physical readiness test which directly affects my career. I was down and out and scheduled another appointment to demand a laparoscopy to verify if in fact I actually had endometriosis before I would agree to subjecting my body through any other series of hormone therapy. The laparoscopy was scheduled and would you believe that everything looked picture perfect and no signs of endometriosis were found anywhere but there were two large blue veins found on the front and top of the uterus that was rather odd. Instead of admitting that they did not know how to remove the essure that had been the cause of all my pain, they said the endometriosis was more than likely microscopic. I informed the provider that I reseached surgeons that perform essure removals out in town during mt recovery, he immediately told me if I went out in town and had them removed he would have me sent to captains mast for disobeying a lawful order. I then told him I wanted a second opinion in which he stated he was my second opinion and that was all they were going to do for me at that point unless I wanted a total hysterectomy. I left feeling overwhelmed, depressed and defeated. In 2012, the most amazing uro-gynecologist began working at that same hospital and during casual conversation with one of his surgical technologist and dear friend of mine, he was made aware of my case. He decided to take a look at everything and wanted to talk with me to get a good history of everything that had gone on. After our conversation he stated he would look at the medical documents and if he found anything he would let me know and it may be at least a month before I heard anything back from him. I thanked him for taking the time out to listen and look into my files. Less than two weeks later, I received a call from his nurse stating she wanted to schedule a appointment for me to come in as the surgeon would like to see me. At my appointment, the surgeon came in and told me, it was the essure that was causing all the pain and he would like to remove them; I was ecstatic! Three weeks later using the davinci robot, he removed the coils, bilateral tubes and performed a partial uterine resection due to one of the coils being imbedded in the uterine wall. After recovery, five years of agonizing pain was over! Not only am I allergic to morphine but I have a allergy to nickel which is a metal used in the coils that I was never tested or told about by the ob/gyn surgeon that placed them. All documents and labs are available upon official request. Thank you and I hope this issue is not taken lightly and may possibly be used to help someone else.